Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test. The p-cap was able to lock in place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 562 mg/dl. Customer stated that the lip ring was crack and reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.